Event description:
It was observed during the device evaluation that the colono videoscope's illumination was uneven (yellow image) due to dirt on lg (light guide) lens and the presence of foreign objects in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted that there was dirt on the light guide and foreign objects in the connecting tube. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.